Manufacturer narrative:
The pod was returned fully deployed. No damages or defects to the fluid path or needle mechanism were observed that could have contributed to the reported improper insertion of the soft cannula. The formed needle was inspected under magnification and no damages or defects were observed. The cause of the reported improper insertion could not be determined. No bends or kinks to the exposed portion of the soft cannula were observed. No abnormalities were found in the pod data. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen).